Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blackout on the panel during inspection for use of an olympus high flow insufflation unit. There was no patient injury reported.